Event description:
A malfunction was reported on the customer's pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level, confirmed as within normal range. Technical support arranged to send a replacement pump to the customer, who acknowledged the instructions to put the current pump into storage mode and return it using a pre-paid label. The customer will use a backup therapy to maintain insulin delivery without interruption until the replacement is received.